Event description:
A customer reported that their freestyle flash blood glucose monitor showed an error 4 message displayed on the screen on the insertion of the test strip. The customer also reported seeing the battery and booklet icon. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.